Event description:
Adverse event(s): "uveitis in both eyes" (uveitis); "excessive tearing" (tearing, excessive); "not able to see clearly" (vision, impaired). Product problem(s): "none reported" (no info). A consumer reported she developed uveitis and excessive tearing eleven days following the use of this product. She stated less than a month after having an eye exam, she decided to get contacts. She reported her optometrist provided her a trial pair of contact lenses and this product. She stated eleven days later, at a contacts recheck visit, she was diagnosed with uveitis in both eyes. She noted the optometrist consulted with an ophthalmologist who felt the uveitis was systemic in origin and ordered blood work and a chest x-ray to determine the health issue involved. She reported the tests were normal and her doctors could not find a cause for the uveitis. She stated she has discontinued use of the product and her eyes have started to improve over the last three weeks. She reported her son is now using this bottle of solution without any problems. Additional info has been requested. There are two medical device reports associated with this event. This is the second of two reports.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested via mail on 08/05/2010 and 08/23/2010; via e-mail on 08/05/2010 and 08/23/2010; via fax on 08/23/2010; and via phone on 08/23/2010. Additional info has been requested from the consumer and the ophthalmologist. (B)(4).